Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down button due to unlocked j2 or lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that insulin pump was not working. Blood glucose was 197 mg/dl. Troubleshooting was performed. Customer reported that down button was not responding and belt clip was also broken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.